Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-16795. During a clinic follow-up, episodes of oversensing were observed on the right ventricular (rv) and right atrial (ra) leads. Diagnostic imaging was performed and revealed possible insulation damage due to ¿pinching¿ where the suture is attached on the rv and ra leads. No intervention has been performed at this time. The patient was stable and will continue to be monitored.